Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (will not power on) was isolated to the ca board 12 v was shorted and burned near the j1 component. The monitor did not pass incoming functional testing. The root cause for the shorted ca board and burned j1 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.